Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) educational corporation (B)(6)university school of medicine(B)(6) hospital g5: PMA / 510(k)#: k220212 d2: common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, blood leaked out from the winged needle push button. No patient impact or injury reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-mar-2024. H.6 investigation summary . Material #: 367326. Lot/batch #: 3102098. Bd received eight (8) samples and nine (9) photos for investigation. The photos were reviewed and the indicated failure mode for blood leakage was observed. Additionally, the 8 customer samples were visually inspected for damaged tubing and leakage and 5 of the 8 samples shows tubing damage. Thirty (30) retention samples from bd inventory, were evaluated by functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of blood leakage bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, blood leaked out from the winged needle push button. No patient impact or injury reported.